Event description:
It was reported that the procedure was not completed. A 1.25mm rotalink burr was selected for atherectomy. The rotalink burr was unable to connect to the advancer handshake connection. The procedure was not completed, and there was no patient complications reported.